Event description:
The pt reported that the infusion device does not properly deliver basal rates and she has experienced elevated blood glucose. The pt believes insulin is delivered correctly during boluses. The pt's doctor confirmed the basal rates are correctly programmed. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.